Manufacturer narrative:
The device was received for evaluation. During evaluation, the device's middle 2 keys on the top row are not functioning at all and the second row down 3rd column over key is working intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause was identified to be the failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, 2 keys on the top row are not functioning at all and the second row down 3rd column over key is working intermittently. No additional information is available.